Manufacturer narrative:
This complaint was identified during our retrospective review on private label complaints from our facility in (B)(4).based on available information, our medical determination is that this malfunction is serious: if this were to reoccur during use, a kinked/twisted endotracheal tube can lead to a compromise in pt ventilation sometimes necessitating an emergency extubation and reintegration. (B)(4). Note: the actual date of event is unknown, so the date used was the date we became aware.

Event description:
This complaint was received by (B)(4) on (B)(6) 2012 from (B)(6) for product endotracheal tube paediatric size 6.0mm. Customer complaining: "kinked tube."